Event description:
It was reported that a pt underwent a sling procedure in 2008. The pt had no concomitant procedures during this surgery and there were no intraoperative complications. Post-operatively two weeks later, the pt was seen on an emergency basis with vaginal bleeding, discharge, and lower abdominal pain. Clinical examination revealed a retropubic collection discharging vaginally. The diagnosis of an infected retropubic haematoma was confirmed by ultrasound. The pt was treated with intravenous cefuroxime and metronidazole for twenty-four hours. Oral antibiotics commenced the following month, and the pt was discharged home with a fourteen day course of oral cephalexin and metronidazole. The pt was then re-admitted to the hospital eleven days later, with nausea, malaise, and lower abdominal pain. No pelvic collection was identified. Overnight admission revealed no pyrexia and normal observations, so the pt was discharged the next day. The pt was seen by the surgeon again two months later, and no new complications have occurred.

Manufacturer narrative:
Date sent to the FDA: retropubic hematoma occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.